Event description:
It was reported that during an attempt to reposition the left ventricular lead, the lead connector exhibited an anomaly when reconnected to the device header. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.